Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the access site imaged prior to angio-seal insertion. The procedure being performed prior to the used of the angio-seal was a cardiac angiogram and a percutaneous coronary intervention (pci). Deployment of the device was completed as normal. Immediately after deployment significant bleeding at access site was noted. Manual compression was held for 10 minutes at site of right groin. A large hematoma was noted at the site with no measurement noted. During recovery the patient noted a numb feeling in lower extremity. The patient was sent to vascular surgery where the vascular surgeon noted that the angio-seal components were not present. The patient was then sent to the ir. Imaging noted possible presence of angio-seal components in the distal leg. The area was angioplastied with a balloon. Blood loss was less than 250cc. The patient tolerated the initial pci procedure well and spent additional time in hospital but recovered well. The interventional cardiologist who performed the original procedure does not believe there was a failure of the device but that the patients size may have contributed to the outcome. Additional information was received june 12,2019. The angio-seal components were not removed. Ir identified what appeared to be the components in the distal leg and ballooned them up against the artery wall to restore flow.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the additional information and to update patient codes.

Event description:
Additional information was received on july 24, 2019. A 6fr procedural sheath was used in the right femoral artery. There were no issues with arterial access, however, obesity was a factor for access placement. There were no issues with insertion, deployment or withdrawal of the device, the interventionalist noted immediately that the device did not occlude the vessel. The patient was reported to be in stable condition; however, multiple comorbidities complicated the recovery and recovery time. Testing was performed to diagnose the occlusion. An angiogram was performed on (B)(6) 2019 by interventional radiology. The angiogram showed a "nearly occlusive embolus at the proximal popliteal artery, likely representing the dislodged angio-seal plug. Successfully crossed and stented across the popliteal." Initially the distal pulses were palpable, however, then diminished with numbness and cramping, pallor developed.